Event description:
Patient called alleging that both of patient's surestep meters were reading inaccurately low. The following information was documented about the ss meter: patient got a reading of 15 mg/dl on the both the surestep meters. "Patient drank sugar and ate food." Patient went to the emergency room where patient's sugar was over 500 mg/dl. Patient was given IV to bring sugar down. Patient found to be using expired strips. Attempts to contact patient have failed. Sending letter.